Event description:
Patient reported that the lancet did not fully retract inside of the softclix lancet device after firing. No adverse event was reported. Technical support requested the return of the suspect product and replacement product was shipped.